Manufacturer narrative:
The shoes were returned for evaluation. Upon inspection it was observed that, on the right side of the left shoe, the material feels very sharp. The cause could not be determined.

Event description:
It was reported that "the left shoe on the upper right side was cutting into the patient's foot causing a 1/2" painful deep cut." No further information is currently available.